Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the screen is delayed in turning on. There is no additional information available at this time. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction may indicate an issue with the keypad button response.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.